Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: proposed component code - mechanical (g04) - stem. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago, a journal article was retrieved from the journal of orthopaedics and traumatology (2024) that reported a pilot study from the netherlands. The purpose of the study was to assess the correlation between the sev and conventionally used patient reported outcome measures (proms) after elbow arthroplasty. The study reported five patients developed a deep infection and required a secondary intervention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in the netherlands. G2: literature - macken, a.a., prkic, a., koenraadt-van oost, I. Et al. Can a single question replace patient-reported outcomes in the follow-up of elbow arthroplasty? A validation study. J orthop traumatol 25, 49 (2024). Https://doi.org/10.1186/s10195-024-00790-2. H6: proposed component code - mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.